Event description:
The customer observed false reactive alinity I anti-hbs which the customer skeptical about for one patient. The results provided were: initial anti-hbs =10.38 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=10.50 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I anti-hbs reagent, lot 53142fn01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I anti-hbs reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 53142fn01 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 53142fn01.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs which the customer skeptical about for one patient. The results provided were: initial anti-hbs =10.38 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=10.50 miu/ml there was no reported impact to patient management.